Manufacturer narrative:
On may 07, 2023, mentor received additional information regarding the device, date of device implant, and event date. It was reported that the date of event was (B)(6) 2023. Section b3. Has been updated to reflect this additional information. The impacted device was reported to be a 550cc breast tissue expander with product code 3548224. The lot number has been updated to 9670354. The serial number has been updated to (B)(6). The device information has been updated in section d of this report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The device date of implantation was reported to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the ce med height te 550cc tissue expander was found to have a tear on the anterior view, between the shell and bladder. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, the process controls and data records collected for the deflated tissue expander are within specification. The tear reported is not able to be confirmed as a manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 07, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Section e1. Initial reporter postal code: 5000. Section e1.initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a 1445cc mentor cpx4 with suture tabs, tall height tissue expander and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on an undisclosed date.